Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage at the fantail and a kink along the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's symptoms have reportedly not improved following steroid treatment and device non-use for 2 weeks.

Manufacturer narrative:
Revision surgery is reportedly scheduled.

Event description:
The recipient is reportedly experiencing sound quality issues. The recipient presented with dizziness. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient was prescribed a 10 day course of prednisolone due to potential inflammatory response in the cochlea. The recipient was recommended device non-use for 1 month. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's wound healed and activation went well.